Manufacturer narrative:
Additional information can be found in sections a3, a4, b6, b7, g4, g7, h2, and h10. Corrected data can be found in section a3, a4, b6, b7, h6, and h10 device evaluation information can be found in section h10. Additional visual inspection was performed on the permanent cautery hook (pch) instrument associated with this complaint. It was verified that there were no issues with the ceramic sleeve. The ceramic sleeve was not dislodged nor loose and no damage below the sleeve was discovered. In addition to there being no ceramic sleeve damage or damage at the weld, no conductor wire damage was found. Thermal damage near the distal electrode with no underlying product/component issue/damage is most commonly caused by capacitive coupling (device problem code 1079). While there was no damage to the conductor wire/ceramic sleeve, a definitive conclusion regarding the cause of the event cannot be determined with the information currently available. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was recorded on video; however, isi has not received the video for review. When the alleged arcing event occurred, the surgeon was in the process of freeing the mesorectum. During the surgical procedure, the generator settings consisted of ¿monocoag¿ between 30 and 40. When the arcing event occurred, serosal tissue from the small intestine whitened. It was reported that the tissue was not burned and there was no bleeding from the damaged tissue. The tissue did not require any medical intervention or repair. No blood transfusions were administered. No post-operative complications have been reported. The patient has since been discharged from the hospital.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the pch instrument for failure analysis investigation. Isi has also attempted to contact the customer to gather additional information regarding the reported event. However, as of the date of this report, isi has not received the instrument for evaluation and no new information has been obtained. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. A review of the instrument log for the permanent cautery hook (pch) (part # 470183-14; lot # n111910140099) has been performed. The instrument was last used on (B)(6) 2020 on system sk3155. The alleged event occurred on the 3rd use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Additionally, all instruments used in the case were used in subsequent procedures. The site provided a photo image of the pch instrument in question. A failure analysis engineer (fae) assessed the photo image and providing the following analysis: thermal damage was confirmed on the monopolar yaw pulley, causing it to char. The origin of the thermal damage is suspected to be underneath the ceramic sleeve but cannot be determined based on the image. As of 21-jul-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection procedure, a pch instrument allegedly arced electrical energy which damaged surrounding tissue. However, although tissue was damaged, there is no evidence that a serious injury occurred. There is no indication that the damaged tissue required medical intervention to prevent permanent impairment or was life-threatening. The instrument was replaced and the surgical procedure was completed.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the plastic "kit" on the end of the permanent cautery hook (pch) instrument was observed to be burnt. The instrument was immediately removed for inspection, and the user checked the abdominal cavity for debris. It was noted that the leakage of electrical energy from the instrument damaged the surrounding normal tissues. The instrument was replaced. The procedure was completed. Intuitive surgical, inc. (Isi) attempted to follow-up with the customer to obtain additional information. However, as of the date of this report, no additional details have been received.

Manufacturer narrative:
(B)(4) - intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis. One side of the distal clevis ear was cut in-house to inspect arcing. No damages found at the weld. Electrical continuity was tested and passed.